Event description:
It was reported by a patient's father that his son experienced a corneal ulcer associated with contact lens wear. The ulcer was described as paracentral in the right eye, 2 mm in size, with cell, flare, and an edematous endothelium. The patient was treated with besivance and polytrim, with an administration of three drops alternating every two hours, and tapering over a 10 day period. It is noted that the ulcer healed with no permanent vision loss. Additional information received on (B)(6) 2013 from the patient's father that his son experienced severe pain and redness, had mucopurulent discharge, a mild anterior chamber reaction, a central corneal ulcer 2 mm in size, 1 infiltrate 2-3 mm in size, >50% corneal staining, and permanent scarring is noted. The event resolved and the patient has resumed lens wear.

Manufacturer narrative:
(B)(4)0 the device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).